Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. Per the user guide: do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system.

Event description:
It was reported that the customer was admitted to the intensive care unit of the hospital due to blood glucose level of 960mg/dl. Customer was treated with intravenous insulin and saline, and was discharged on (B)(6) 2024 with no permanent damage. Reportedly, the cartridge and infusion set had been in use for 15 days, and was using nph-100 insulin with the pump supplies. Tandem technical support educated the customer on insulin labeling.